Event description:
A us distributor reported that a patient's battery charger power supply was damaged.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (damaged power supply) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The charger will be removed from service due to insect contamination. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged charger.